Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed leaking from the cap piercer. The fse corrected the leak by replacing a fitting in the cts waste line (#118). Identified failure mode: the failure mode was a fitting on line 118; this failure mode can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported a leak when using the unicel dxc 880i synchron access clinical system. Fluid was observed around the cap piercer on the system. The leak was contained to the instrument. The operator wore a lab coat and gloves while operating the instrument. There was no report of operator exposure or injury. There was no report of erroneous test results. There was no death, injury or affect to patient treatment.